Manufacturer narrative:
The investigation confirmed that a higher than expected vitros anti-hbc igm quality control result was obtained while using the vitros eci analyzer. A definitive root cause for the event could not be determined, however, an instrument related issue cannot be ruled out. An ocd field engineer performed as needed adjustments and maintenance to the reagent metering, sample metering, well wash, and incubator subsystems to optimize system performance. Performance tests verified that the instrument was operating as expected.

Event description:
The customer obtained one higher than expected vitros anti-hbc igm quality control result while using the vitros eci immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur undetected with patient samples. No erroneous anti-hbc igm patient results were reported from the laboratory. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4)